Manufacturer narrative:
Batch review performed on 12 november 2020: lot 171880: (B)(4) items manufactured and released on 12-jun-2017. Expiration date: 2022-05-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Two years and three months after primary total knee, the patient complained of knee pain and instability. Revision surgery has been performed with insert exchanged from thickness 10mm to 14mm.